Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibratory alert for out of range atrial lead impedance. When the patient presented for device interrogation, the out of range atrial lead impedance patient notifier alert was observed, but the alert was not under the alert notification tab. The physician felt that the device interrogation was satisfactory. The device remains implanted. The patient was stable.